Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported their indigestion had returned about two days prior to the report. Follow up information from the patient noted they did not have a follow up healthcare provider (hcp) they could see. They thought their device needed "powering up some". They were taking over-the-counter antacid and antihistamine. The implantable neurostimulator (ins) was indicated for fecal incontinence /gastrointestinal/pelvic floor.